Event description:
Clinical trial. It was reported that 11 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a vessel dissection. A 2.5x16mm taxus express2 drug eluting stent was placed in the 99% stenosed mid rca (right coronary artery) using another manufacturer's balloon for predilation to 8 atms and post-dilation at 12 atms. Residual stenosis was 0%. The patient was admitted 11 days post procedure with recurrent chest pain and underwent cardiac catheterization. Coronary angiography showed a patent rca stent with a distal edge dissection mostly covered by the stent with no luminal compromise. Another manufacturer's 2.25x13mm stent was used to "tack up" the minimal dissection. During this admission the patient's cardiac enzymes indicated a myocardial infarction. The patient was discharged two days post admission on aspirin and ticlopidine. The event was reported to be resolved without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.